Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after experiencing syncope. Upon interrogation, it was noted there was oversensing due to noise on the right ventricular (rv) lead resulting in a loss of pacing. Lead damage was suspected. X-ray imaging was performed and no anomalies were observed. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.